Manufacturer narrative:
(B)(4). The pad-pak was first installed successfully on the 25th september 2009 and performed to specification up to the 29th november 2015. During this period the device records 91 manual power ups mainly under one minute duration with the last manual power up recorded on the 1st october 2014. These multiple manual power ups mainly occur during the working week and may indicate the user was regularly power cycling the device. Also during this time an increase in voltage suggests a further pad-pak was installed. Investigation was unable to replicate the reported fault. There were no ten minute manual power ups recorded in the history log, only 91 manual power ups under one minute duration. The pad-pak, which contains the electrodes and batteries, is labeled for single use but the samaritan pad 300 and 300p devices are for multi-use.

Event description:
There was no patient involved in this event. Unit powers on by itself w/o manual intervention.